Event description:
The customer reported a loss of live image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and erased the flash memory, removed and replaced the fluoro functions board and the generator interface board, reloaded calibration files, and adjusted the 5 volt power supply. The system operates as intended.